Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable conditions. During the investigation a secondary condition of multiple evidence of field programmable gate array (fpga) reset/reprogram failures was detected. This condition has a potential for patient harm. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The most likely cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Internal process improvements have been initiated to mitigate this issue it was noted that a used clamshell was attached to the handle. It was reported that the device detected a used clamshell. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the user attaches a used clamshell to the handle. Additionally, the investigation detected an unreported condition of a damaged transistor that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the first handle did not activate, and the screen showed zero use and red irregular screen. A new shell was used; however, it showed a handle error. So, they decided to change the handle, but it could not recognize the shell again. A fourth shell was used, which had no problems. There was no patient involvement. *medtronic's initial evaluation of the incident device found that pli-10 sigphandle had an afc code powered stapling - fpga reset/reprogram failure - analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures.